Manufacturer narrative:
Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set was dislodged which attributed to high blood glucose level with unnown specific value. The event occured on 21-mar-2024 and 12-apr-2024. The high blood glucose was managed by correction bolus pumpm. The patient had high ketones value. No further information available.